Manufacturer narrative:
(B)(4). The device is unknown and the sample is not available for evaluation. A batch review could not be performed as the lot number is unknown. The device used in this situation is unknown; therefore, a 510k number cannot be provided at this time. If additional information or samples become available, a follow up report will be submitted.

Event description:
The home patent's (hp) nurse contacted baxter (B)(4) to report the hp's plastic transfer set was broken and the client acquired peritonitis coincident with dianeal pd4 ultrabag therapy. On an unknown date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unknown date the patient was unaware that the plastic transfer set was broken. The patient experienced peritonitis and was hospitalized that same day. Treatment was not reported. The patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information becomes available, a follow up report will be submitted.